Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (ongoing, 1gm once in 4 days, route not reported), amikacin injection (125mg once a day, route not reported) and fortum injection (ongoing, 1gm once a day, route not reported). Pd therapy was ongoing. The patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, b7 and d10. B5: upon follow-up, it was reported that the patient experienced peritonitis manifested by cloudy fluid effluent with "some black seed type round shape things" surrounding the junction of catheter and life transfer set. The patient was transferred to hemodialysis and pd catheter was removed. At the time of this report, the patient has not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.